Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. As the customer was changing the cartridge, a cartridge alarm 19 was received. The customer attempted to load 3 cartridges, but all sounded the alarm 19. The customer's blood glucose (bg) level was 450 mg/dl. The customer switched to a back-up pump and a correction bolus was delivered to address the high bg level. Reportedly, the customer uses humalog in the cartridge for 5 days.